Manufacturer narrative:
Event year is reported as 2020; however exact date of event is unknown. A product investigation was conducted: flow: damage. Visual inspection: the cranial-scr plusdrive 1.6 self-drill l4 (part# 400.834s /lot# 5l90087) was received at cq. The visual inspection of the received device indicated that the distal tip of the screw was broken off and the broken piece was not returned. The threads tips were worn/damaged. Thus the complaint was confirmed. Device failure/defect identified? Yes. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the damage. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed and no issues related to design and manufacturing were observed. Complaint confirmed? Yes. Investigation conclusion the broken complaint condition was confirmed for the cranial-scr plusdrive 1.6 self-drill l4 (part# 400.834s /lot# 5l90087). The threads tips were found to be visibly damaged. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The investigation found no evidence of a manufacturing defect or raw material issue. A root cause could not be determined during an investigation; however, it is possible the damage could be attributed to unintended forces applied to the device. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. A device history record (DHR) review was conducted: DHR for sterilization only. Part: 400.834s, lot: 5l90087, manufacturing site: (B)(4), release to warehouse date: sep. 03, 2019, expiry date: aug. 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Non sterile part: 400.834.05 / h867928. Manufacturing location: (B)(4), manufacturing date: apr 05, 2019, part number: 400.834, ti low profile neuro screw self-drilling 4mm, lot number: h867928 (non-sterile), lot quantity: (B)(4). Work order traveler met all inspection acceptance criteria. Inspection sheet, inspect dimensional, ns026484 rev aj met all inspection acceptance criteria. Packaging label log (pll) lmd rev ab was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number:21015, tialnbr14.00, lot number: h845342, lot quantity: (B)(4). Certified test report received from (B)(4) dated feb 12, 2019 was reviewed and determined to be conforming. Lot summary report dated feb 27, 2019 met all inspection acceptance criteria. Raw material receiving/putaway checklist met all inspection acceptance criteria device history review: jul 07, 2020: DHR reviewed. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent for a closed cranial surgery. During the surgery, when insert the screws, the screws were broken. The surgery was completed successfully without any delay reported. There were no patient consequences. This complaint involves six (6) devices. This report is for (1) ti low profile neuro screw self-drilling 4mm . This is report 6 of 6 for (B)(4).